Event description:
It was reported that during the procedure, the stylet exhibited difficulty to advance in the right ventricular (rv) lead and the rv lead unable to be implanted. The rv lead was replaced and the procedure continued with the new lead on 30 jan 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were for ¿unable to implant¿ and difficulty advancing the stylet. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The reported event for difficulty advancing the stylet was not confirmed. The stylet was removed and inserted with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts.